Event description:
On (B)(6) 2022 patient returned to our infusion center for treatment. She stated that on (B)(6) 2022 she was to receive fluorouracil 4250mg in 241 ml total volume to infuse over 48 hours in a avanos homepump device ( (B)(4) and lot number 20074842). The patient stated the entire dose infused over 24 hours (not 48 hours). The patient did not inform the infusion center of the problem at the time of the event. She stated that she did develop some sores on her tongue and "felt sick" for approximately a week. Diagnosis for use: rectal cancer. FDA safety report ID # (B)(4).